Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-nov-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3 was double-clicking. A field service engineer cleaned all micro switch connections, applied black grease, and applied stabilizer to all wiring harnesses to resolve the issue. The system functioned as intended after the field service engineer repaired the device. E1. Initial reporter addr 1 - (B)(6) .

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower drawer 3 kept failing after trying to recover it. And displayed a maintenance required message. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.